Event description:
It was reported that an angio-seal was deployed in the right femoral arteriotomy (rfa) post cardiac catheterization. Hemostasis was achieved. Four days later, the pt returned to the cath lab for a coronary stent procedure and another angio-seal was deployed in the rfa. Shortly after the procedure was completed, the pt developed a cold, pulseless leg. The pt was referred for vascular surgery. The angio-seal was removed from the superficial femoral artery. The pt tolerated the surgery well and was recovering.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device for instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instruction for use (IFU) state if re-puncture at the same location of previous angio-seal device is necessary in less than or equal to 90 days, re-entry should be one centimeter proximal to the previous access site. The angio-seal device instructions for use (IFU) precaution the use of the angio-seal device if there is suspicion that the introducer has been placed through the superficial femoral artery and into the profunda femoris. Collagen deposition into the superficial femoral artery could result, which may reduce the blood flow through the vessel.